Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Per the instructions for use, the minimum recommended size delivery system for use with a 25mm cribriform occluder is an 8f. A 9f sheath was used to deliver the device. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per instruction for use, ¿the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant into a pfo using a 9f amplatzer torqvue delivery system. During procedure, it was noticed the 25mm occluder had a bulbous deformation. It was reported "many attempts" were made to correct the device configuration including "pulling and pushing with the delivery system", "the physician tried to recapture and deploy the device", and attempted "to correct the shape with manipulation outside the patient". Subsequently, a decision was made to remove and replace the 25mm occluder. The deformed device was never released from the delivery cable while inside the patient, there was no interaction with cardiac structures during deployment, and no angulation/kink was noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was successfully implanted using the same 9f amplatzer torqvue delivery system. The physician elected to change to a talisman occluder. There are no allegations of malfunction with the 25-18mm amplatzer talisman pfo occluder. The patient was reported to be in stable condition.